Manufacturer narrative:
During inspection and testing, service found the inside of the light guide lens was dirty due to a gap in the adhesive at the distal end of the scope. The reported event (forceps raiser damaged) was confirmed during inspection and testing. The forceps did not move up at all due to a cut on the wire. In addition, the air/water cylinder was discolored, the suction cylinder was discolored, there was a scratch on the control unit, there was a dent in the light guide cover glass, the insulation resistance value at the distal end did not meet standard due to a crack on the distal end cover, the image was foggy due to damage on the objective lens, the adhesive on the bending section cover was detached, and there were scratches on the connecting tube and universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps raiser on the scope was damaged. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation (dirt inside the light guide lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling resulted in fluid invasion on the light guide lens. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection preparation and inspection of the endoscope. ¿inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities¿. The event can be prevented by following the instructions for use (IFU) which state: operation manual important information ¿ please read before use. ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.